Manufacturer narrative:
(B)(4). (B)(6). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported from (B)(6) that the attachment device would not work at all. It was further reported that the device would not lock in the handpiece device and it was a struggle to slot the cutter device in. It was further reported that when the user placed a foot on the pedal device, the attachment device was wobbling and started to overheat. It was not reported if the event occurred during surgery. It was not reported if there were any delays or if a spare device was available for use. There were no reports of injuries, medical intervention or prolonged hospitalization. The date of event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device was running roughly due to worn out bearings. It was also noted that the nose had internal damage. The device failed the following pre-tests: thimble set screw, cutter insertion and vibration. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to normal wear from use and servicing over time. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.